Manufacturer narrative:
The returned implantable pulse generator was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated remaining longevity had decreased from 3.5 years to less than 3 months over the past month. 39% to 15% over the course of one month. A request was made to have technical services analyze data from this device. The device was explanted and is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated remaining longevity had decreased from 3.5 years to less than 3 months over the past month. 39% to 15% over the course of one month. A request was made to have technical services analyze data from this device. The device was explanted and is expected to be returned for evaluation. No additional adverse patient effects were reported.